Event description:
It was reported that during the right ventricular (rv) lead threshold had steadily increased over the last year and now is at maximum output. Lead noise had also been noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).